Event description:
It was reported that a malfunction code was displayed on the customer¿s device. There was no adverse impact to the customer¿s blood glucose level, as it did not exceed 500 mg/dl. The customer was assisted by technical support in resetting the pump, and the malfunction code did not recur. The customer was advised to continue using the pump and to call back if the code reappears.